Event description:
It was reported that an asymptomatic patient presented for a routine follow up. Upon interrogation, the pulse generator exhibited an error message. The device was reprogrammed and normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.